Manufacturer narrative:
UDI for concomitant product (c2/d10) - (B)(4). Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a sacral neuromodulation system revision was performed due to a lack of improvement in overactive bladder symptoms, and stimulation was felt down the leg. The lead was placed one segment lower in the sacrum, where anal bellows were achieved, and no leg and foot stimulation were observed. The patient is expected to fully recover. Prior to scheduling the procedure, the patient was reprogrammed several times with no success in achieving stimulation in the appropriate areas.

Manufacturer narrative:
UDI for concomitant product (c2/d10) - (B)(4). Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that a sacral neuromodulation system revision was performed due to a lack of improvement in overactive bladder symptoms, and stimulation was felt down the leg. The lead was placed one segment lower in the sacrum, where anal bellows were achieved, and no leg and foot stimulation were observed. The patient is expected to fully recover. Prior to scheduling the procedure, the patient was reprogrammed several times with no success in achieving stimulation in the appropriate areas.